Event description:
During step-by-step, vascular intervention procedure to cross a calcified cto, there was a perforation in the sfa. Perforation treated with balloon for 10 minutes until tamponade. Heparin reversed. Ace wrap applied to affected leg. Case was not able to be completed. Patient was discharged to home and is scheduled to return and complete the procedure via distal access at the hospital in a month.